Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, non-sustained right ventricular oversensing (nsrvo) was reported. Technical services confirmed that it's due to post paced t-wave oversensing (pptwos) and provided programing recommendations that will resolve the issue. The patient was stable.